Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received alerts for possible output circuit damage and possible high voltage lead issue. The patient had an episode of vt, which an svt rhythm got diagnosed as a vt and the device delivered a shock. The measured hv lead impedance for the delivered shock was less than the lower limit causing the possible high voltage lead issue alert. The device stored a number of vt egms hours later in the same day, and in all instances the charging was aborted as soon as it initiated. Patient then presented for revision and upon removal from the pocket, externalized conductors were seen on the lead. A capacitor maintenance was attempted but would not successfully complete. The device was also explanted and replaced. Patient was released from the hospital in stable condition.

Manufacturer narrative:
A partial lead measuring 50.6cm was returned in two segments for analysis. External insulation abrasions were noted at 11.3-11.8cm and 11.4-11.6 from the distal tip, consistent with another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 47.0-47.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating of the svc cables were abraded at this location. This is consistent with the observation from the field of impedance anomaly. External insulation abrasion was noted at 48.0-49.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasions were noted at 13.0-13.8cm, 27.3-27.6, 28.3-30.2, 39.0-40.1 and 40.4-40.7 from the distal tip. The etfe coating was intact at these locations.